Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated but not yet begun

Event description:
It was reported that the lead exhibited capture and sensing anomalies due to dislodgement.